Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen in the sheath. After the farawave catheter was inserted into the sheath aspiration was performed and air was seen in the syringe. The physician suspected that the valve of the sheath might be faulty. A replacement sheath was suggested but "the physician considered that the issue could be corresponded with a water seal (air tray)" and judged that a replacement was not required. The procedure was completed using the original sheath with no patient complications. The sheath has been received for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit of the inner valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen in the sheath. After the farawave catheter was inserted into the sheath aspiration was performed and air was seen in the syringe. The physician suspected that the valve of the sheath might be faulty. A replacement sheath was suggested but "the physician considered that the issue could be corresponded with a water seal (air tray)" and judged that a replacement was not required. The procedure was completed using the original sheath with no patient complications. The sheath is expected to be returned for analysis.